Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 6260-9-22626mm +4 lfit v40 head, lot 85219707. 6058-0637daccolade c cs 132 nk. Lot r71490 1059-6715 accolade distal spacer, lot dk166y. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported the patient's left hip was revised due to suspected infection. An irrigation and debridement with exchange of the femoral and bipolar heads was performed. Rep provided primary and revision usage sheets and confirmed that no further information will be released by the hospital or surgeon.